Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0mv7b, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative (rep) reported that there was an implantable neurostimulator (ins) in the box message on the patient programmer. It was further reported on (B)(6) 2015 that the patient was interrogated on (B)(6) 2015, which automatically cleared the ins in the box message. The patient had no interruption of therapy and was doing well. There were no reported symptoms. The indication-for-use (IFU) was dystonia and movement disorders. If additional information is received, a follow-up repot will be sent.